Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified sensor readings which indicated normal levels. Customer "could not respond correctly and grand daughter could not understand correctly, he sounded to be singing and kept repeating everything". Customer was seen at the hospital where readings of 4.9 mmol/l (88 mg/dl) and 2 mmol/l (36 mg/dl) were obtained on hcp meter within time frame of 30 minutes. Customer was diagnosed with hypoglycemia and was treated with glucose via IV and oral sugar. Customer additionally received an antibiotic for an infection and " moxclavulanpqt 500 mg." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified sensor readings which indicated normal levels. Customer "could not respond correctly and grand daughter could not understand correctly, he sounded to be singing and kept repeating everything". Customer was seen at the hospital where readings of 4.9 mmol/l (88 mg/dl) and 2 mmol/l (36 mg/dl) were obtained on hcp meter within time frame of 30 minutes. Customer was diagnosed with hypoglycemia and was treated with glucose via IV and oral sugar. Customer additionally received an antibiotic for an infection and " moxclavulanpqt 500 mg." There was no report of death or permanent impairment associated with this event.